Event description:
It was reported the patient's stimulation turns on without prompting and ramps up to an uncomfortable level. The patient was unable to turn off the stimulation and had to wait for the scs system to turn off by itself. This has happened several times starting about two weeks after the scs system was implanted. The patient declined reprogramming and system diagnostics with the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.